Manufacturer narrative:
Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot# was provided. Mfg records could not be reviewed without a lot#. Date of MFR could not be determined without a lot#.

Event description:
Pt implanted with a locking reconstruction plate on an unk date, was returned to the operating room for removal and replacement of broken plate. Surgeon reported, he is unwilling to place bone graft which could cause additional complications.